Event description:
It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany. Name: medtronic minimed, country: united states of america, address ¿ line 1: 18000 devonshire street, city: northridge, state: california zip code: 91325-1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.